Manufacturer narrative:
No pt samples were returned for testing. Product support tested positive control, calibrator h on lots w49564 and w49601 for tni correlation between the two device lots. No significant variation in tni recovery was observed between the two device lots. One data point for tni on w49564 was above the mfg 2sd range. All other data points for tni were within the mfg 2sd range. The cv's and percent recovery for tni were within the mfg final release specs on both device lots. Each device lot functioned as expected and within the mfg release specs for tni with calibrator h. Product support also ran a passing and bablok correlation and found no significant variation between device lots recovery for tni. The customer's complaint of a correlation issue was not observed. Customer did not provide a cut-off range for tni. No significant variation in tni recovery was observed between the two lots. Product support cannot rule out any sample specific, or environmental factors that may have affected analyte recovery. As on 12/06/2011, (B)(6) complaint has been reported for lot w49601. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported potential correlation issue with results from a side by side correlation of the triage cardiac profiler on 3 out of 5 pts. Since a cut-off for troponin (tni) was not provided, results could potentially be false positive or negative. Pt 4 also tested on the vista analyzer with a tni result of 17.4 (cut-off range was also not provided). Whole blood pt samples used were not older than 6 hours. All test devices were brought to room temperature before use. No venting concerns around testing area. Control and calibrator verification was run on (B)(4) and resulted within 1 sd ranges. No other info on the 3 pts was provided.